Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient who is implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s stimulation hurt and made their toe curl. The lead and ins were replaced. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The rep stated that patients weight was asked but unknown. Stimulation was uncomfortable after initial implant but rep was not made aware of it until replacement surgery date. Physician is aware of the situation.